Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the charging failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was failing to charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the device failure to charge its internal battery. Performance testing found no abnormalities with the main circuit board (pcb) and the internal battery. Review of the battery logs showed that the internal battery charge decreased despite being connected to the main ac power source. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the charging failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was failing to charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.